Event description:
During a laparoscopic hernia repair procedure, it was reported by the affiliate that the stapler jammed while the surgeon was trying to reperitonealize. This made it impossible to fire subsequent staples. Staple had caught on peritoneum, which had to be cut out to free up the device. A new device was introduced to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: non-functional precock mechanism. Visual inspections and results: articulation: yes; cartridge batch number: ckw0339; precock functional: no; rotation: yes; staple count: 16; swivel: yes. Functional tests and results: cycled the instrument: yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported instrument "jammed" during surgery may have been due to a misassembled precock mechanism spring. The instrument was received with excessive dried body fluids in the cartridge assembly. The instrument was cycled, and the precock mechanism was observed to be non functional, however the instrument fired, and properly formed the remaining 16 staples while manually returning trigger. The instrument was disassembled and the precock mechanism spring was found to have been misassembled which was due to an assembly error. The assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences.